Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-jan-2023 . H6: investigation summary a device history review was conducted for lot number 1141277. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. During a review of the device or engineers were able to observe a black foreign material on located on the v-clip safety mechanism. The reported nonconformance has been confirmed. Further, compositional testing of the material was unable to positively identify the material, confirming it to be an unknown inorganic compound. A review of the production line was conducted. No points of origin could be identified for this material. The material was not identified during the in process, or finished goods inspections. Also, a possibility of this material being a rust was considered, and a review of the sealing and sterilization process was conducted. Higher than expected heat during the sealing and sterilization processes may lead to increased vapor in the packaging. Documentation of these processes did not indicate any temperature variations that would have lead to the observed foreign material. Based on the available information the root cause for this event could not be associated with our manufacturing process at the conclusion of our investigation.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y leakage occurred breaking sterility. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of pediatrics did not open the package and found that the product package was leaking.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte-cap y leakage occurred breaking sterility. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of pediatrics did not open the package and found that the product package was leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.